Manufacturer narrative:
Concomitant medications included aspirin and plavix. Actual implant date and event date is unknown. As reported from the medical affairs, the patient experienced occlusion of the implanted stent, coronary artery restenosis x 2 times, unintentional weight loss and back pan. The patient¿s medical history is significant for heart attack on 2000-u-u and received treatment of bypass surgery on 2000-u-u, hx smoking: none, alcohol: 2 drinks a year, drug allergies ¿ flagyl, drug abuse/illicit drug use: none. Patient had a bx velocity stent placed in an unspecified coronary artery in 2003 due to an occlusion following a heart attack. On an unspecified date, the patient reported she believed the bx velocity stent had occluded and was no longer functional. After unspecified period, patient experienced shortness of breath and gastric burning and had a heart cath that revealed another coronary occlusion at 40 percent, though there was no treatment at this time. In 2011, the patient had an injection fraction test which revealed a reduced injection fraction of 45 compared to 50 from a test before bx velocity stent placement in 2003. Beginning 2011, the patient experienced recurrence of shortness of breath and gastric burning and as treatment had one cypher stent placed and one abbott xience stent placed in an unknown coronary artery due to an occlusion. Beginning 2012, the patient experienced shortness of breath and gastric burning and as treatment had another abbot xience placed due to an occlusion in an unknown coronary artery. Beginning "a couple months ago" in 2013, the patient experienced unintentional weight loss clarified as lost 8 pounds to current weight of (B)(6). She reported she has experienced back problems clarified as pain in the upper back from the sciatic nerve beginning (B)(6) 2013. The sterile lot number information is not available and thus no DHR could be performed. Restenosis and ejection fraction decreased are known potential adverse events associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. The act of coronary stenting in an ostial lesion is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that these events are related to the design or manufacturing process therefore no action is required. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00117 and 1016427-2013-00156.

Event description:
As reported from the medical affairs, the patient experienced occlusion of the implanted stent, coronary artery restenosis x 2 times, unintentional weight loss and back pan. Patient had a bx velocity stent placed in an unspecified coronary artery in 2003 due to an occlusion following a heart attack. On an unspecified date, the patient reported she believed the bx velocity stent had occluded and was no longer functional. After unspecified period, patient experienced shortness of breath and gastric burning and had a heart cath that revealed another coronary occlusion at 40 percent, though there was no treatment at this time. In 2011, the patient had an injection fraction test which revealed a reduced injection fraction of 45 compared to 50 from a test before bx velocity stent placement in 2003. Beginning 2011, the patient experienced recurrence of shortness of breath and gastric burning and as treatment had one cypher stent placed and one abbott xience stent placed in an unknown coronary artery due to an occlusion. Beginning 2012, the patient experienced shortness of breath and gastric burning and as treatment had another abbott xience placed due to an occlusion in an unknown coronary artery. Beginning "a couple months ago" in 2013, the patient experienced unintentional weight loss clarified as lost 8 pounds to current weight of (B)(6). She reported she has experienced back problems clarified as pain in the upper back from the sciatic nerve beginning (B)(6) 2013.